Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient was inappropriately shocked by the cardiac resynchronization therapy defibrillator (crt-d) due to atrial fibrillation (af) with rapid ventricular response. Detection intervals were adjusted and the device remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.